Event description:
It was reported that 8 months post implant of the subject stent in the internal carotid artery, the physician is concerned about the non flow limiting hyperplasia in the vessel. There are no neurological deficit in the patient. No other information is available.

Manufacturer narrative:
The device is implanted in the patient.

Event description:
It was reported that 8 months post implant of the subject stent in the internal carotid artery, the physician is concerned about the non flow limiting hyperplasia in the vessel. There are no neurological deficit in the patient. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the implantation date for the subject stent was approximately 8 months prior to complaint submission date. The lot # of subject surpass evolve is unknown. The subject stent surpass evolve was successfully implanted in the ica. The changes observed in the size or shape of the aneurysm during follow-up was that the aneurysm was still filling. The physician is not satisfied with the performance of the subject stent surpass evolve device at follow-up. The patient¿s anatomy was average tortuous. The patient¿s current condition has no neurological deficit and there were no neurological deficits related to the reported event. There was no reported mechanical injury to artery at the location of the hyperplasia. There were no difficulties encountered during procedure that could have contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text: the device is implanted in the patient.